Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. Operator of device initial reporter are unknown. No product information has been provided to date.

Event description:
It was reported that the device had a force sensor test error. No patient injury was reported.

Manufacturer narrative:
Other, other text: additional information b5, d4.

Event description:
Additional information was received indicating that the event occurred during testing; there was no patient involvement.

Manufacturer narrative:
Other, other text: h6: event problem and evaluation codes: updated h10: device evaluation: the device was returned for investigation. A visual inspection and functional test were performed. Visual inspection found the device was missing a tamper seal. The customer stated problem was duplicated. Contamination was found inside of plunger assembly. Replaced the whole plunger assembly, plunger tube and plunger cable. The cause of the reported problem was traced to the customer improper handling of the device. A DHR (device history review) was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. No causes or potential causes of the customer reported problem were found during the review of service and repair records., corrected data: d4: correction: model number: 3500

Manufacturer narrative:
This remediation MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4). Visual inspection showed the pump was in good condition with no appearance of any physical damage. A review of the event history log (ehl) identified force sensor test error.